Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 6790753, and no non-conformances were identified. H4 has been updated. Manufacturer¿s reference number: (B)(4), on (B)(6) 2021, mentor became aware that it erroneously submitted a statement in h10 of the initial report that reflected the manufacturing record evaluation (mre) was completed. This was inaccurate. The (mre) was completed on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who had a 700cc mentor memorygel breast implant placed experienced right sided rupture post procedure. As a result, replacement with a new a 700cc mentor memorygel breast implant was performed on (B)(6) 2017. The patient has additional complications in 1645337-2021-01526 and 1645337-2019-20148.